Event description:
Additional information was received from a healthcare provider via a study through a manufacturing representative. Diagnostic tests had not been performed on the subject specific pump, as the pump was still implanted in the subject. It was noted that this was an ongoing issue. Follow up was conducted regarding diagnostics performed and the cause of this issue.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a study regarding a system being used to deliver remodulin 10 mg/ml (milligrams per milliliter) at a dose of 9.9 mg/day for unknown indication for use. At the most recent refill on (B)(6) 2015, the patient had 16.0 ml removed from the pump reservoir, but only 5.5 ml was expected. The patient had no symptoms. No action was taken as a result of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a study through a manufacturing representative reporting the patient had a refill (unscheduled 52) on (B)(6) 2017 with a reported out of spec refill accuracy. It was noted the expected reservoir volume was 5.5 ml and the actual reservoir volume removed from the pump was 14.8 ml. No associated adverse events had been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study through a manufacturing representative indicated the cause of the out of specification volume discrepancy was not known. The cause of the volume discrepancy and the resolution of the volume discrepancy are under investigation and were ongoing. The patient's baseline weight was (B)(6) kg. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study through a manufacturing representative indicated that at visit on (B)(6)2017 the patient had a refill (unscheduled 55) with a reported out of specification refill accuracy. The expected residual volume was 4.7ml, however, the actual residual volume removed from the pump reservoir was 15.2ml. No associated adverse events had been reported. No actions taken. No further complications were reported/anticipated.